Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported high voltage at 31 percent of refractive treatment of the left eye. The treatment was not completed and the patient will return in a week for treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. A review of service report shows customer support attended surgery and performed user test. No energy problem found. Customer support will perform simulation to make sure if the possible root cause is a closed nitrogen during startup. The root cause could be identified conclusively. The possible root cause is a closed nitrogen during startup. The manufacturer internal reference number is: (B)(4).